Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the lamp had been used for more than 500 hours, it is likely an e103 (failed to light lamp) occurred because the life of lamp had expired. The instructions for use have the following statement which can prevent the event: "when the "500 h" indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1 replacement of the examination (xenon) lamp".

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h10 the legal manufacturer performed an investigation after receiving additional information. The likely cause of the event was due to the heat sink not being installed properly and the lamp could not be turned on, resulting in e103 (lamp lighting failure error).

Manufacturer narrative:
The customer called an olympus representative for troubleshooting. The customer advised that lamp is past 500 hours and that could be the issue. The olympus representative advised that the lamp going out is a possibility, and then possibly the heat sync or another internal problem. The representative advised the customer to swap the heat sync with another unit. The customer swapped the heat sync and found that the error message disappeared, even after swapping back to the original unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the visera elite xenon light source had an e103 "clv lamp err" error. As reported, there was no patient death, injury, or infection due to this occurrence.